Event description:
It was reported that a cartridge alarm occurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was "high"; however, a specific value was not provided. The customer administered a manual injection to address blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.